Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked. Leakage between cannula and hub of catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the batch. Fron the returned photo, observed leakage near the nose of the catheter adapter. However, unable to evaluate if there is damage on catheter tubing due to the photo was too zoomed out for evaluation. As current control, there is an outgoing functional test in place to check for catheter leakage. There is also outgoing and in-process visual inspection in place to check for split or damaged tubing. As no sample was returned, actual root cause could not be established.

Event description:
Leakage between cannula and hub of catheter.